Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a death of a baby occurred on thursday, (B)(6) 2020. No further details were provided at the time of the initial report.

Manufacturer narrative:
The involved avalon fm20 fetal monitor was tested by a biomedical engineer on customer's site. A complete preventive maintenance was performed and the device was found to be working as intended. A field service engineer went on customer's site and gathered the related logs, the configuration of the monitor and the trace for the time of the reported event. The related documents were forwarded to product support engineering, r&d and to the philips midwife for further evaluation. Analyzing the trace did not show any malfunction of the device. The maternal puls and the fetal heart rate (fhr) were measured as expected. The cross-channel-verification (ccv), which helps in automatically detecting when a maternal heart rate coincides with a fhr, was announced by the fetal monitor. The fhr was well measured and the child reacted to labour with decelerations, but recovered quickly. Around 10:50, the trace was starting to show abnormalities. The baseline dropped into a bradycardia and was generally low. From 12:20 a very unusual straight line of the heart rate was seen on the trace. Additionally, the baby was more static and non-reactive with constantly 125/130 beats per minute (bpm), which was not the case before. At this point of time it could be that the baby was already brain dead. In the mother's womb the baby was still supplied with oxygen from the mother (as before) and the heart could continue to beat even in the case of a brain death. However, the exact cause for the baby's death could not be established, as further relevant information would be necessary like the history of woman and child, course of pregnancy, course of birth and medication. Based on the evaluation results obtained, the device worked as intended and there was no malfunction. The investigation showed that the device worked as intended and there was no malfunction of the device. This issue was caused by user error.

Event description:
The customer reported that a death of a baby occurred on thursday, (B)(6) 2020 and requested assistance in retrieving the logs.